Event description:
It was reported that the pt experienced an underdose due to a missed pump refill. The pt missed a refill on (B)(6) 2010 and could not find a physician to refill his pump since he had traveled from (B)(6) to (B)(6). After arriving in (B)(6), the pt was unable to find a dr at the nearby hospital as his previous physician would not write a prescription because of an office policy. Pt heard his pump alarm as of (B)(6) 2010. The pt reported he has having trouble walking (B)(6), feeling sick and taken to the hospital (B)(6). Pt did not have any reflex. The pt's condition was noted as serious. It was also noted that the pt's social worker detected potential suicidal tendencies in the pt. The drug, dosage and concentration were unk. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).